Event description:
During a routine check by the customer it was observed that the iabp battery wasn't charging. The battery was replaced and the pump functioned properly. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).